Event description:
A report was received that the patient was experiencing difficulty communicating remote control (rc) to her ipg. Device malfunction was suspected. The patient will undergo pocket revision.

Event description:
A report was received that the patient was experiencing difficulty communicating remote control (rc) to her ipg. Device malfunction was suspected. The patient will undergo pocket revision.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that the patient elected to be explanted, however, no further action will take place at this time.

Event description:
A report was received that the patient was experiencing difficulty communicating remote control (rc) to her ipg. Device malfunction was suspected. The patient will undergo pocket revision.